Event description:
The dealer stated the unit right arm broke at the weld (part number 1119485) the dealer received a replacement frame on order (B)(4), that did not resolve the issues the dealer stated it is the arm that is damaged. The dealer is returning the frame and the damaged are tube that has the broken weld. The dealer stated no patient injury.